Event description:
Subcutaneous port with catheter implanted into left subclavian for chemotherapy. Leak discovered after chemotherapy on 1/10/95. Pt was brought to surgery for repair or removal on 1/11/95. Device found to be broken off and migrated, by x-ray. Pt sent on 1/13/95 to catheter lab for removal. Catheter returned to hosp.